Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reportedly after nursing staff changed the infusion set on the insulin, the pump was left in stop mode; patient administered insulin via pen because she could not administer a bolus. Nursing staff called an ambulance a hour later as customer was not feeling well; checked blood glucose level and received a reading of 20 mg/dl and administered glucagon. Patient was taken to the hospital and admitted to the ICU and discharged the next day. No product was requested for return.